Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise resulting in two inappropriate shocks. There was no pacing inhibition as a result of the oversensing. It was also noted that the rv lead exhibited loss of capture at maximum outputs and high out of range pacing impedance measurements of greater than 2000 ohms. A fracture under the suture sleeve was confirmed via x-ray. A revision procedure was performed where the rv lead was surgically abandoned. No additional adverse patient effects were reported.